Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9403946. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date with the date the procedure occurred.

Event description:
According to the available information, an expired product was used for a procedure on may 16th. The listed product expired may 11th, 2025 (five days before the procedure took place).